Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned to be evaluated. Our clinical/medical investigation noted: no supporting clinical/medical documents have provided. Therefore a thorough investigation cannot be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.